Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she was trying to enter her blood glucose. Her blood glucose level was not known. The customer stated the insulin pump was exposed to moisture. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No running, number ramping, or scroll bar anomalies were noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.